Manufacturer narrative:
(B)(4). Updated sections: b4,g3,g6,h2,h6,h11. The lot # 3000433775 history record review was completed. There was an ncmr documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Associated with (B)(4). The hospital reported that air was delivered through the air delivery port of the harvesting cannula, but the air was not flowing. A new harvesting cannula was replaced, but air delivery was still not possible, so evh was abandoned and conversion to open harvesting was performed. Svg was successfully collected using open harvesting, with no adverse effects on the patient. Unknown the length of the evh incision prior to insertion of the btt. The btt balloon was inflated with air, the amount of air is unknown, but it is fully inflated. The gas line is connected to the distal port. The btt port has been switched to the distal port. The co2 flow rate and pressure are within the specified settings, but the set values are unknown. Inflation from the distal port did not increase the flow rate or pressure. The set values are unknown, but the flow rate/pressure is set at 10-12 mmhg and 3-5 l/min. No leaks were detected from the btt. No cuts were made, but when a three-way stopcock was attached between the port and the air delivery tube, the pressure was 10 mmhg and the flow rate was 0. No insufflation was performed. There was a slight procedural delay, but there were few problems.